Event description:
It was reported that ¿can't form to clip, clip bombs of situation.¿ two devices used. All have problems. One of the devices has been discarded by doctors. No patient consequences reported.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.